Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
Additional information was received that during the revision procedure, the right ventricular (rv) lead was unable to be removed from the device header.

Manufacturer narrative:
The reported complaint of inability to remove the lead from header was confirmed. Analysis found the setscrew inset was stripped. This indicates the wrench was being incorrectly inserted, which caused the stripping of the inset which made the setscrew difficult to loosen. No anomalies were found with the device to cause the stripping of the setscrew. The problem is related to the user¿s use of the wrench.

Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).